Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently passed away and boston scientific technical services (ts) was contacted for a data review. It was confirmed that there was a slow ventricular fibrillation (vf) event that did not meet therapy detection criteria. Additionally, a single, elevated, out-of-range shock impedance measurement (greater than 200 ohms) was observed in 2024 prior to the patient's passing. At this time, the ICD remains implanted.